Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. It was also reported that the pump battery gauge rapidly depleted from 80% to 5% when the pump was plugged into a power source; then the battery gauge increased to 10%. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, it was confirmed that customer was able to access pump features. It was indicated that the customer would revert to an alternate pump for diabetes management.